Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range shocking impedance measurements which were greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The system was subsequently removed from service and replaced. No additional adverse patient effects were reported.